Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient being injected with an unknown hyaluronic acid filler in the nasolabial fold. Around 15 hours after, the patient experienced a reaction in which their skin was "red, painful, starting to turn purple," and "felt tender." Within 48 hours later, patient developed a "nasty, yellow infection" and the "skin was starting to die." The status of the event is unknown.